Event description:
It was reported that patient presented to the clinic after receiving a vibratory notification. Non-sustained rv oversensing due to crosstalk was observe on the egms. Programming changes were made and no further crosstalk was seen.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.